Manufacturer narrative:
Evaluation: method - device history record review. Results - device history record review: based on the investigation conducted, the root cause for customer (B)(4) is not related to the manufacturing process of the subject lens. A definitive root cause for customer (B)(4) could not be determined during the course of this investigation. The most probable cause for customer (B)(4) is mishandling (user error) of the subject lens by the customer. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). Event problem codes: (B)(4). Method - lens work order search. Results - visual inspection of the returned product found the lens optic cut in half. Piece of optic is tore off and missing. Both loop haptics are attached to the optic. One loop haptic is torn at the optic junction. There was evidence of clear surgical residue on product. A lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product could not confirm the complaint information. A supplemental medwatch will be submitted when additional is available. (B)(4).

Event description:
The reporter stated the surgeon used an aq5010v three piece silicone lens. When the tech removed the lens from the lens tray, the tech noticed one of the loop haptics was missing. There was no attempt to load the lens into the cartridge. Reporter stated that is how they received the lens, that the lens is defective. There was no patient contact. A backup lens, same model and size was used.